Event description:
It was reported that the right ventricular (rv) lead caused phrenic nerve and diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.